Event description:
It was reported that a prosa shunt system (part # fv770t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 83 years. Height: 178 centimeters (cm). Weight: 85 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: the following was detected during the visual inspection: deformation of the outer housing of the prosa. The measurement of the plane. Parallelism could confirm that with a value of -0,068 mm - outside tolerance (0 ± 0.02 mm). Bloody residues on the catheter. Bloody deposits in the control reservoir. Tissue residues on the inlet spout of the control reservoir. Permeability test: a permeability test has indicated that the control reservoir has a blockage and that the prosa and progav are permeable. During the permeability test bloody liquid was flushing out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. . Adjustment test: the prosa and progav was tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances in both valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage in the shunt system. The determined deposits can be named as the cause for the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.